Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.